Event description:
It was reported the patient was being transferred to another hospital with a "possible cerebrospinal fluid (csf) or baclofen leak or a possible infection". It was later reported they expected to discharge the patient on thursday or friday. There was no evidence of meningitis or a post-op infection. The "only" symptom the patient had was a small pocket of fluid in the area of the back incision. They thought it was most likely csf. It was not increasing in size and no intervention was planned. The pump was used to deliver lioresal (baclofen). No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating the patient had a seroma that resolved by itself, and there was no adverse event. No surgical intervention occurred. The patient had good control of spasticity and the pump was working well. The patient was still using the pump effectively. They also noted that catheter segments were left in the intrathecal space. It was unclear what was meant by catheter segments being left in the intrathecal space as the hcp had mentioned that no surgical intervention occurred. Additional information was requested.

Manufacturer narrative:
(B)(4)